Manufacturer narrative:
Bed pendant.

Event description:
It was reported by service report that bed motion controls are not working from the footboard or the side rails. No patient involvement or adverse consequences are reported.